Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well image in question, which visually appeared negative. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also received returned blood sample from the customer site, and tested it on (B)(6) 2016. This blood sample testing yielded unexpected compatible results, and it therefore did not perform as expected.

Event description:
On (B)(6) 2016, an on-site immucor employee, at a customer site, reported some unexpected negative compatible crossmatch results when using capture-r select on a galileo echo instrument.